Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the contoured curved cutter on the bowel. The stapler fired with no resistance. There were no staples on the distal stump; it was wide open. There were staples on the proximal bowel. The bowel was normal thickness. He completed the surgery by hand suturing the distal stump, fired the eea to complete the anastomosis. Pt is fine. Surgery was prolonged 30 minutes. The stapler was fired only once and the surgeon did not see any staples on the distal stump. The proximal bowel was stapled shut.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.